Manufacturer narrative:
Pump was received with no act button response due to flattened button dome switch. The j2 on lcd board was inspected and no anomaly was noted. Unable to verify for no delivery alarm and perform functional check including rewind and basic occlusion, occlusion, prime and system sensor, excessive no delivery, displacement, self test, restart test and all operating current measurement due to no act button response. Unit was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and broken pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump is damaged and is cracked at the corner of the display. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarms no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.